Manufacturer narrative:
The alleged "sharp edge" condition is caused when there is a 90 degree cut on the neoblue blanket pad versus the required radius or chamfered corner. Additional investigation into the cause of the 90 degree cut will be performed and documented in supplier corrective action originated on (B)(6) 2016 under CAPA(B)(4). Preliminary investigation confirmed that there was a malfunction and there may be potential for injury with reoccurrence. A 100% inventory inspection was complete as a result of this event, and it was confirmed that this issue is not isolated to a single lot. Investigation is ongoing. When additional information becomes available as a result of supplier investigation, a supplemental report will be submitted. Natus complaint # (B)(4).

Event description:
On (B)(6) 2016, a representative from (B)(6) hospital called natus technical service alleging that "a baby's leg was cut on the pad's edge of their large neoblue blanket." After further communication with the customer, technical service confirmed that no patient was harmed and that the statement of "a baby's leg being cut on the pad's edge" was incorrectly interpreted by the hospital's representative. The statement came from a nurse on duty when she noticed a 90 degree corner on the blanket's pad. The nurse stated that there was a potential for injury due to the sharp edge. Technical service confirmed no patient was injured.